Event description:
It was reported that when using the bd pyxis¿ medbank tower, the customer had tried to issue the item, but the button suddenly disappeared. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of this incident, a technical support specialist assisted the customer by exiting them out of the application and having the user to redo the action. After retrying, customer was able to issue the item successfully. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.